Manufacturer narrative:
Additional initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
The following was reported via medwatch#: (B)(4) received 01november2024: iabp console red alarm "pump stopped", "high pressure" rn and np at bedside at the time of alarm. When assessing patient blood, noted to be backing up in helium tubing of balloon pump. The np removed the balloon, and a small hole was noted in the balloon.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h6(type of investigation), h11 corrected fields: d9 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID (B)(4).